Event description:
Information received indicates, when the brakes were engaged, the foot casters would still swivel.

Manufacturer narrative:
The technician replaced the worn foot end casters to repair the stretcher.